Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for the reported complaint was due to the defective load cell 1, probably as a result of damage sustained by user mishandling indicated by the cracked front enclosure. The autopulse platform was manufactured in 15 december 2017. Upon visual inspection, noticed cracked front enclosure due to user mishandling. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The archive data review showed occurrence of multiple ua07 error message on the reported complaint date. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell 1 needs to be replaced to address the ua07 error. After replacing the load cell and front enclosure, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the screen panel. The crew was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to patient.